Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes possible exposure to dc-conversion during atrial lead repositioning. The ventricular thresholds were at 0.5v in dddr mode and 2.0-2.5v in vvi mode.